Event description:
It was reported to boston scientific corporation that an orise proknife was used in the esophagus during an endoscopic submucosal dissection (esd) procedure on (B)(6) 2023. During preparation, a water leakage occurred at the injection port. The injection connection was fractured. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: healthcare facility name:(B)(6). Block h6: impact code f1001 captures the reportable event of cancelled procedure. Block h10: investigation results: one orise proknife was received for analysis. During product analysis, a crack on the irrigation port was noted when a plastic syringe used to inject water was attached and injection of water using the plastic syringe confirmed that water would leak from the crack on the irrigation port. No other device problems were noted. The reported event is confirmed. It was determined that a crack on the irrigation port was noted when a plastic syringe used to inject water was attached. Injection of water using the plastic syringe confirmed that water would leak from the crack on the irrigation port. It is likely that during procedure the irrigation luer cracked from excessive force/torsion or when the device was handled after removal from its packaging. Based on the analysis of the returned device and the information available, the code selected as the most probable root cause is unintended user error cause or contributed to event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: additional information: b5: describe event or problem has been updated. Block e1: initial reporter's address, city, and postal code have been updated. Block h6: device codes has been updated.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in the esophagus during an endoscopic submucosal dissection (esd) procedure on (B)(6) 2023. During preparation, a water leakage occurred at the injection port. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information despite good faith efforts.

Manufacturer narrative:
Block e1: healthcare facility name: (B)(6) hospital. Block h6: impact code f1001 captures the reportable event of cancelled procedure.